Event description:
It was reported that this implantable pacemaker device exhibited longevity calculation with three years remaining, a month after implant. Boston scientific technical services (ts) discussed that this was due to high right ventricular (rv) lead output. The device remains in service to date. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.